Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has the wire tip kinked, as part of overall visual revision. The returned device matches with upn provided by the customer. Visual inspection revealed that the guidewire returned inside of a protective hoop together with its original opened pouch. The distal tip protruded from the protective hoop and it was possible to observed that the spring tip was stretched and kinked. The guidewire was easily removed from the protective hoop. The kinked section found in the tip was located approximately at 129.5 inches from the proximal end. Microscopic inspection includes detailed pictures of the guidewire tip were captured. Besides the spring tip was stretched, it was encountered that the core wire was separated in the same place where the spring tip was kinked (approximately at 129.5 inches from the proximal end); the another section of the core wire remained attached to the distal end solder ball. The section of the core wire attached to the distal end solder ball measured approximately 0.375 inches. Dimensional inspection revealed that the overall dimension of the distal tip, middle and proximal section are within specification while overall length did not match the specification due to broken core wire.

Event description:
Reportable based on device analysis completed on 14aug2020. It was reported that rotawire got obstructed. Vascular access was obtained through femoral artery. The 90% stenosed eccentric target lesion area was located in the heavily calcified left anterior descending artery. A 330cm rotawire was selected for use. During procedure, it was noted that when the physician was preparing to connect rotalink burr with advancer, a bent on the tip of the drive shaft connector at proximal of the burr shaft was observed that unable the device to connect successfully before inserting into the patient. The physician remove the system with the obstructed rota floppy wire. The procedure was completed successfully with another of the same device. There were no complications reported and the patient is stable. However, device investigation revealed that the core wire was separated.